Manufacturer narrative:
The subject device have not been returned to omsc. Olympus medical systems india private limited (omsi) confirmed by the evaluation of the subject device that the the power supply unit was defective. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before an unspecified procedure, the subject device did not power up. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; the manufacturing history (DHR) confirmed no irregularity. Defect of the circuit board was noted. Omsc guessed that the reported event was caused by the defect of the circuit board. There is possibility that the defect of the circuit board was caused by aging. If additional information becomes available, this report will be supplemented.